Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
An case study titled, "chronic deposits on implantable collamer lens after surgery". The study examined a rare case involving chronic icl v4c deposits after surgery without any other clinical manifestations. The deposits were found one month after surgery and lasted about six weeks. After using topical steroid, the deposits were removed gradually. Cause is unknown.